Manufacturer narrative:
(B)(4)

Event description:
During implant of an atrial lead, the lead dislodged and was repositioned, and again post-implant the atrial lead dislodged. The lead was explanted and replaced. The patient was stable.